Event description:
The pt called alleging that their meter was not working and they visited the physician and tested on the physician's meter. The pt mentioned the they had felt lightheaded during that time. Half an hour later the pt was tested on the physician's meter and received a 197 mg/dl. The pt was treated for a heart condition. The pt was unable/unwilling to verify the technique used for applying the blood on the test strip. Meter failed using the check strip twice.